Event description:
Dr alleges file separated from handle during procedure. The pt was referred to a specialist, and the broken piece was retrieved. No pt injury was reported.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr, attached) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. Four files were returned, one of which was broken. Testing indicates the files were within spec.